Event description:
Dexcom was made aware on 12/27/2024, that on 07/17/2024, the patient experienced a skin reaction. The wearable was inserted into the arm. Date of event is an approximation. The patient experienced a skin reaction with itching, redness, pustules, and infection under the entire patch area which occurred on an unspecified day after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. On approximately (B)(6) 2024, the patient made an appointment to consult with his doctor about the skin reaction. The patient was prescribed oral doxycycline as treatment. The patient was ¿stable¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).